Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.62" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. Additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.064¿ - 0.155 in length and were not aligned with the tube axis. The root cause of this failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted enucleation of esophageal leiomyoma surgical procedure, the cadiere forceps instrument was found to have physical damage. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.